Event description:
It was reported that the device exhibited a loss of left ventricular capture via a review of remote transmission. The patient presented to the clinic for further assessment, and programming changes were made. There were no adverse health consequences, the patient was stable.